Event description:
It was reported that during a surgical procedure to treat osteomyelitis of the mandible, a drill heated up. A manual instrument was used to complete the procedure, without causing a clinically significant delay. No patient or user injury was reported, and another adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.